Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus life support cannula, it was reported that the cannula was unpacked, rinsed and assembled. After cannulation and placement the customer could not get the introducer out. The customer used quite some force, but it would not budge. So they replaced the guidewire and replaced with hls cannula. After removal they tested the cannula and is seemed fine, tip was not bent. What they did notice, is that when the cannula is slightly bent, the introducer is stuck. There was no adverse patient effect associated with this event. Medtronic received additional information that the device looks perfect. The customer used the same initial insertion site for the replaced cannula.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. Introducer od was measured to be 0.254 inches. Cannula tip ID was measured to be 0.252 inches. The introducer was inserted and removed several times with no issues noted. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.